Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly fell from a bed and hit the implant area. During device testing, all electrodes showed open, despite device testing within normal limits. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.